Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert was received while charging the pump and subsequently, after receiving the low battery charge alerts/alarm, pump shutdown. Customer powered pump back on and battery charge was at 100%. Customer's blood glucose was 176-178 mg/dl.